Event description:
It was reported that during a procedure, the lasso catheter was not able to be deflected after 3 minutes of use. The surgeon finally managed to retrieve the catheter because of the transseptal as the lasso catheter was entered by means of the preface catheter. There was no risk/ damage to the patient's vasculature. The catheter was retrieved through the preface sheath. No patient injury was reported.

Manufacturer narrative:
.